Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal-mid right coronary artery (rca). A synergy ous mr 3.50 x 48mm was deployed to treat the target lesion. After deployment of the stent, the physician noted a dissection at the proximal edge of the synergy stent. Another synergy stent was deployed overlapping the dissection in order to complete the procedure successfully. The patient was stable post procedure and fully recovered.